Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 628146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), menstrual disorder ("unusual periods"), abdominal pain ("abdominal pain") and back pain ("back pain"). At the time of the report, the genital haemorrhage, pelvic pain, menstrual disorder, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: removal alleged, but not confirmed lot number: 628146, manufacturing date:2008/09, expiration date:2011/09. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the incident categorization of the event genital haemorrhage was changed back to "serious incident". No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 628146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion". The patient's medical history included menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), menstrual disorder ("unusual periods"), abdominal pain ("abdominal pain") and back pain ("back pain"). At the time of the report, the genital haemorrhage, pelvic pain, menstrual disorder, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: removal alleged: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-aug-2020: pfs received. New events abdominal pain and back pain were added. Reporter causality comment was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.